Event description:
It was reported that the device showed high pacing lead impedances and a loss of capture. The patient had experienced a fall prior to being seen for visit. The lead was capped and replaced. Possible fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.